Manufacturer narrative:
A complaint investigation was conducted for the architect afp reagent kit, list number 3p36-25, lot 75217fz00 to address the customer¿s observation of falsely elevated results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of architect afp reagents in the field was reviewed using data from customers worldwide. The review shows that the median patient result for the master lot falls within +/-1sd of the established baseline, indicating the reagent lot is performing acceptably on market. A review of the labelling addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the architect afp reagent lot 75217fz00 was identified.

Event description:
The customer observed falsely elevated architect afp results for one patient who diagnosed with cancer. The following data was provided (normal range 1.09 - 8.04 ng/ml): (B)(6) 2025 initial architect afp result for sid (B)(6) was 568.23 ng/ml, repeated on (B)(6) 2025 and the result was 1.42 ng/ml. The patient then went to another laboratory where the result was reported as within normal limits (value unavailable). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1. Patient identifier: sid (B)(6).

Event description:
The customer observed falsely elevated architect afp results for one patient who diagnosed with cancer. The following data was provided (normal range 1.09 - 8.04 ng/ml): (B)(6) 2025 initial architect afp result for sid (B)(6) was 568.23 ng/ml, repeated on (B)(6) 2025 and the result was 1.42 ng/ml. The patient then went to another laboratory where the result was reported as within normal limits (value unavailable). No impact to patient management was reported.